Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarms. Customer reported that they were able to clear the alarm and able to complete rewound. Customer was assisted to performing a self test and the test was passed. Customer also reported that he was replaced the battery and got again the insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.